Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2026: it was unknown if the instrument was inspected prior to use. There was a delay involved in obtaining a new instrument. The issue was resolved with used of backup instrument and there was no patient harm as a result.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The potts scissors instrument was analyzed and found to have a derailed grip cable from its normal position at the proximal end. Intuitive motion test was not given due derailed grip cable in the proximal. A cut test was not performed due to derailed grip cable in the proximal. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. The probable root cause is attributed to a loss of cable tension which may have resulted from stretched cable due to an unknown cause.